Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure (batch no. B53035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and menses irregular with excessive bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia ("anemia") and pica ("pica") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy total abdominal bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, uterine leiomyoma, anaemia and pica outcome was unknown. The reporter considered anaemia, menorrhagia, pica and uterine leiomyoma to be related to essure. The reporter commented: trailing coils: left 1 right 4: date(s) of insertion: (B)(6) 2013 (discrepancy noted as per mr). Date(s) of removal: (B)(6) 2018 (discrepancy noted as per mr). Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. Reporter information updated. Other relevant history updated. Lot number newly added. Event medical device removal updated to event menorrhagia. New events added- uterine fibroids, anemia, pica. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure (batch no. B53035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and menses irregular with excessive bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia ("anemia") and pica ("pica") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy total abdominal bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, uterine leiomyoma, anaemia and pica outcome was unknown. The reporter considered anaemia, menorrhagia, pica and uterine leiomyoma to be related to essure. The reporter commented: trailing coils: left 1 right 4. Date(s) of insertion: (B)(6) 2013 (discrepancy noted as per mr). Date(s) of removal: (B)(6) 2018 (discrepancy noted as per mr). Lot number: b53035, manufacture date: 2013-07, expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.